Event description:
It was reported that oversensing was observed on the right ventricular (rv) lead during the post-operative impedance test. A fluoroscopy found no issues. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).